Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6; 13.0/3.5/91 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens; similar power but different axis due to low vault. The exchange lens was implanted vertically. This exchange resolved the problem. Cause of event was unknown.